Event description:
It was reported that the patient was experiencing ineffective stimulation, shocking and burning from their system. No further information is available at this time. Medwatch form: mw5150477.

Manufacturer narrative:
B3: event date is estimated.

Event description:
Additional information received reports that the patient is also experiencing overstimulation.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.